Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed intermittent, silenced driveline fault alarms. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. A review of the submitted log files from (B)(6) 2021 and from (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. Intermittent, silenced driveline fault alarms were captured throughout the log files. The system appeared to be operating as intended, and there were no other notable events in the log file. The patient was reportedly found to have a driveline fault alarm on (B)(6) 2021. The patient is obese, but without significant weight fluctuations. Driveline x-rays were taken. The patient¿s controller was exchanged to determine if the driveline fault was a true driveline fault, and the driveline fault returned after the exchange. The patient was without evidence of a pump stop as of (B)(6) 2021, and the account was discussing a possible pump exchange or orthotopic heart transplantation. The submitted x-rays showed areas of potential breakdown of the internal driveline¿s metal braided shield near the pump body and approximately 8¿ from the pump body. There appeared to be a bend in the driveline at the driveline exit site. The external portion of the driveline appeared unremarkable. A driveline wire compromise could not be confirmed via the submitted x-ray images. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 28oct2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-04854. It was reported that driveline fault alarms upon interrogation. The patient was not actively alarming during interrogation. Log file analysis captured intermittent driveline fault alarms beginning on (B)(6) 2021. It was noted that the patient did not know he had an alarm and it was only found upon interrogation in clinic with system monitor. The patient walked frequently and was obese but the patient did not gain or loose a significant amount of weight recently. No alarms were noted while the patient moved around in clinic. Irregularities were noted on the the submitted x-rays. The patient underwent controller exchange on (B)(6) 2021. Log file analysis of files after 25 power cable disconnects showed that there was no recurrence of the driveline faults on new controller. Analysis noted that there was potential degradation in the yellow wire. The patient had recurrent driveline fault despite controller exchange. Log file analysis captured intermittent driveline fault events throughout the log file. The same driveline fault phase was causing the driveline fault as it did in previous log file from (B)(6) 2021. This indicated an issue with the driveline. The patient did not have an evidence of a pump stop and was considered for a pump exchange vs transplant. Log file analysis captured abnormally high phase 1 readings compared to other 2 phases on both controllers.